Event description:
On (B)(6) 2009, the patient reported she sees air bubbles in the tubing of her insulin infusion set. To troubleshoot, the patient was instructed to disconnect from her headset and prime through the tubing. The patient did so, and stated about 7 air bubbles remained in the tubing. She said she had 39 units of insulin remaining in her cartridge and she did not want to change it now. She stated she has met with a trainer previously and is still experiencing air bubbles both with her primary and backup infusion device. Additional training was requested. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
Method / results: no product will be returned for evaluation.